Manufacturer narrative:
The device history record (DHR) could not be performed as the lot number is unknown. The device was not returned. Images and medical records were not provided. The investigation is inconclusive for the alleged retrieval difficulties as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model unk g2 express vena cava filter allegedly was unable to be retrieved. The device has not been removed after an attempted but unsuccessful percutaneous removal procedure. The current status of the patient is unknown. This information was received from one source. Patient age, weight, and gender were not provided.

Manufacturer narrative:
H10: the lot number for the reported malfunction was not provided, therefore, a lot history review could not be performed. The device was not returned for evaluation; however, medical record was provided and reviewed. The investigation is confirmed for tilt, perforation and unable to retrieve. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model unknown filter vena cava filter allegedly experienced tilt, perforation and was unable to be retrieved. This information was received from one source. The malfunction was involved patient with no consequences. The female patient is 54 year old and weight was not provided.